Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the amia cassette leaked. It was further reported that the location of the leak was not known but when the cassette was removed, fluid was coming out from the tubing. This occurred during priming/testing of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.